Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after replacing their battery. Customer stated they had tried several batteries, but their display was still blank. The customer's blood glucose was 143 mg/dl. Troubleshooting did not find any damage to the customer's battery compartment. It was also found the customer received a battery out limit alarm after they resolved their blank display. Customer stated they had their batteries out of their insulin pump for a greater duration than allowed by the insulin pump. Advised the customer this was normal insulin pump behavior. No additional information provided.